Event description:
The customer reported a false positive alinity I total b-hcg result on a patient. Results provided: (B)(6) 2021 = 43 / < 2.3 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system and cleaning of the buffer distribution manifold were performed, which was determined to be the likely cause. There have been no further reports of discrepant results since the fs site visit was conducted. A review of the alinity I sn# (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the alinity I / clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity I (sn# (B)(4) analyzer. The initial report was submitted under manufacturer report numbers 3005094123-2022-00006-00 (B)(4) as manufacturing site) with suspect medical device of alinity I total b-hcg reagent kit, list 7p51. After further evaluation, the suspect medical device was changed to alinity I, list 3r65 (irving, tx as manufacturing site), which is this report.